Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the electrode belt failed an ECG fall off test. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG's.